Manufacturer narrative:
Received a couple of photos were shared by customer where is observed a small white contamination in a used sample. Received two new samples item #ch3134, any kind of contaminations / particulates were observed inside the samples. Complaint of particulate matter can be confirmed based in the photo shared by customer. One image showed white particulate that appears to have come from the inside of the dry spike adaptor. Another image showed the inside of the dry spike adaptor with what appears to be skived plastic due to the insertion of a bag spike. Without the used physical sample and mating devices not returned, the probable cause of the particulate cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event occurred on an unknown date involving a 20" quadfuse add-on set w/4 bag spikes, 4 clamps (blue, 3 red), plug adapter where the reporter had an issue with the 2, 3 and 4 prong attachment sets. When connected onto an IV line there were small bits of plastic visible in the IV line. When disconnected for further inspection, there was a large piece of plastic in the 3 prong attachment tube that they were able to remove. They confirmed that the spike on the line which was attached to the prongs had remained intact; therefore, the plastic is not from the line. The event occurred during priming with IV giving set as mating device involved. There was no patient involvement, unknown delay in therapy, and no adverse event. This is the second of five events.